Event description:
It was reported that loss of pacing was observed while the device was performing an impedance test. As a result, the patient experienced a short episode of asystole. No intervention has been performed at this time to resolve the event. The patient experienced no symptoms or consequences due to the event and will continue to be monitored.

Manufacturer narrative:
The reported complaint of no left ventricular (lv) pacing during the in-clinic lv pacing lead impedance test was confirmed. Based on the information provided, the device was programmed to single sited pacing in a multisite pacing device model. Therefore, when the lv2 impedance measurement occurred, the temporary programming used an existing lv2 setting that was not currently in use as the device was operating in single sited pacing. Additionally, in this case, there was no rv lead. Thus, in the temporary lv2 configuration, asystole was seen.